Event description:
It was reported that a cartridge alarm 20 occurred during pumping. Blood glucose levels did not exceed 500 mg/dl and remained within a normal range. The customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred, preventing the resumption of insulin therapy. As a corrective action, technical support decided to replace the pump and provided information about using a manual backup insulin delivery method. The customer was informed about the shipping process for the replacement pump and the procedure for returning the problematic pump.